Event description:
The patient was revised due to loosening. The stem did not have any bone ingrowth other than the top inch of the stem.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.